Event description:
The distributor's customer reported they found bacterial culture when testing cerebral spinal fluid out of the specimen tube in (B)(4), reporting it as a positive (B)(6) culture. No further info available.

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported info.